Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures. Shorting between conductors was found at the distal portion, which is consistent with procedural damage. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the ring electrode, which is consistent with friction to another implanted device or feature of the patient anatomy. A full breached outer insulation degradation was also found proximal to the ring electrode. All other damage found is consistent with procedural damage. The cause of oversensing noise was due to the exposure of the outer col at the abrasion and degradation zones.

Event description:
It was reported that episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.